Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface and two curved openings. A microscopic analysis and leak test were performed which identified two openings striated and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated in the side posterior/anterior assessed as surgical damage.

Event description:
Healthcare professional additionally reported "intracapsular calcifications."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Also reported "exchange from textured to smooth breast implants due to the patients concern with the product." The device has been explanted and replaced.